Event description:
Customer reported not being able to test her blood glucose due to a display issue on their precision xtra meter. Customer reported experiencing symptoms of dizziness, bad headache and "body felt funny". Customer reported going to albert einstein hosp where she was treated with insulin and given a sandwich. It is unknown what the diagnosis was at the hosp, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.